Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention from the paramedics for hypoglycemia while wearing the pod longer than 48 hours. The patient had a seizure as a result of the hypoglycemia. The patient was treated with IV dextrose and carbohydrates.